Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade unknown, emotional distress, anxiety, depression and mental suffering, deformity, asymmetry, suffered or will suffer debilitating physical pain, was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses therefrom, disability, loss of earnings, and loss of quality of life.

Event description:
Patient representative reported left side "plaintiff suffered emotional distress, anxiety, depression and mental suffering, capsular contracture baker grade unknown, deformity, asymmetry. Also reported suffered or will suffer debilitating physical pain, was/will be required to undergo additional surgeries and other procedures, incurred substantial hospital, medical, nursing and pharmaceutical expenses therefrom, disability, loss of earnings, and loss of quality of life are not device related."